Event description:
The hcp reported that the pt expired in 3/2005. The cause of death is unk, but the hcp indicated that he "does not believe that it was related to the device". The pt was receiving compounded baclofen via the drug delivery system.